Event description:
As reported via legal documentation, a patient had right hip replacement surgery on (B)(6) 2018. They underwent right hip revision surgery on (B)(6) 2023, approximately 4 years 8 months after their initial implantation. The patient claims to have suffered from extreme pain, limping, instability and a revision surgery as a result of this device. Patient experienced prothesis wear, loosening, synovitis, failure of implant, osteolysis, joint laxity and pain. There is no other patient demographic or medical history available. Per the revision operative notes, "the stem was well fixed. I [surgeon] used a bone tamp and removed the ceramic head. The trunnion was in good condition. ¿ I used a screwdriver and removed the acetabular liner and could see significant wear superolaterally. I used a screwdriver and removed the screws in the acetabulum. These screws no longer had purchase. There was osteolysis around the screws and they were loose. ¿ the cup was stable and well fixed." Based on the event description, the wear on the tibial insert appears to be uneven. This could indicate instability and/or relative component malposition. Additionally, the polyethylene wear debris may have contributed to the osteolysis, which in turn may have lead to loss of bony purchase of the screws. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2023-02087 d10 concomitants: 170-40-00 - biolox delta femoral 40mm od, +0mm (B)(6). 180-65-30 - alteon 6.5mm screw, 30mm (B)(6). 186-01-58 - integrip cc, cluster 58mm, (B)(6). 188-00-11 - wedge plasma s/o sz 11 (B)(6). 130-40-53 - nv gxl liner neutral, 40mm ID, group 3 cups (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02087. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear: combination of largest available femoral head and/or thinnest available liner was used, implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.